Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not opening or closing properly and required excessive force to operate. The field service engineer (fse) assessed the reported issue of a stuck drawer that was partially open in the operating room area and confirmed that the medication had already been secured by the user. The fse removed the rear cover of the device, cleared unrelated supplies found behind the unit, and fully removed the drawer for further inspection. The fse identified that the left rail was seized and required excessive force to move, causing the malfunction. Due to unavailability of replacement parts, the fse temporarily replaced the faulty rails using components from an unused unit to restore functionality. The fse reassembled the device and performed testing using a hardware test application and inventory checks, confirming that the drawer was opening and closing smoothly. The fse also inspected the side medication return bin, identified a hinge alignment issue, and corrected it to ensure proper operation. The fse observed similar hinge wear issues across multiple units at the location and conducted inspections to identify affected devices, while coordinating documentation of units requiring repair or replacement and noting those that were corrected during the visit. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, matrix drawer 4 was not opening or closing properly, getting stuck halfway and requiring excessive force, indicating worn drawer rails needing replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no delay and adverse events or injuries reported based on this event.